Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. Additional evaluation findings are as follows: damage noted on cable; abnormal control unit; remote switch failure of the camera head; coupler found corroded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present after connecting the olympus, model ch-s400-xz-eb, 4k camera head to a processor. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the defective cable was due to kinks on the cable. Additional evaluation findings were noted as follows: 1. Focus ring has a crack and 2. Rear cover has discoloration. Damage to the camera cable can be prevented by following the instructions for use which states: ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.